Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the ins did not shut off, but have had no relief. Pt did not report shutting down - just less than 50% relief from (illegible). Steps taken were patient called agent-changed program. The issue was not resolved. Called tech again, will shut stim off for one week to see if was getting relief.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that last time she saw the rep, they turned intensity from 45 to 1000 and didn't get any better relief. The patient had started charging daily instead of once every 4-5 days like before. The patient also reported that the controller shows finished when the charge is not finished.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was to address therapy concerns w/the ins. Pt reported that since they returned home from the hsp, after getting the ins implanted in february, they haven't been getting 50% or greater therapeutic pain relief from the ins. Pt reported that they have seen the mdt reps damon and denny several times for reprogramming. Pt stated they last saw the rep last wednesday for reprogramming. Pt reported that when they went to the appt. W/the mdt rep, the controller and ins batteries were charged to 100%. Pt reported that since meeting w/the mdt rep (on (B)(6) 2021), the pt noticed that the ins battery was not depleting as quickly as they would expect the ins battery to deplete. Pt reported that a week after meeting w/ the mdt rep, the controller was at 80%, and the ins battery was at 90%. Pt reported that before meeting w/ the mdt rep, they charged the ins every other day. Pt reported that the day before yesterday, the ins battery was down to 70%, and that they were able to charge the ins. Pt also reported in the last 3 days, they have noticed the ins shutting off on its own. Pt stated that they saw "stimulation is off" on their controller home screen, but confirmed w/ pss that they were able to turn the ins back on. Reviewed the controller, expectations w/ the therapy, and instructed the pt to adjust stim over the phone w/pss. Pt confirmed that ins was on, w/program 1 to adjust. Pt increased stimulation, but stated they only felt stimulation in their left knee and thigh. Pt changed to group b, and confirmed 1 program was available to adjust. Pt increased stim, but reported they only felt stimulation in left knee and left thigh (at 3.0ma). Pt changed to group c, which had program 1 to adjust, and reported that they felt pain across their abdomen from increasing the stimulation. Pt went back to group a and decreased stimulation to 2.0ma, confirming w/pss that they were comfortable. Reviewed expectations w/the ins shutting off. Pt reported that they felt a buzzing at the ins site, when they noticed the ins shutting off, but mentioned to pss that they may have been shutting the ins off themselves. Advised writing in a diary to track the event, and to follow-up w/the hcp/rep to address concerns. The issue was not resolved. The caller was redirected to the mdt rep. Pss is forwarding a message to the field and reviewed expectations w/getting a response.